Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device had a problem loading the adaptor onto the handle, it could not fire. Also it had an unloading issue because there was a stuck in the handle and the handle was not able to recognized the reload. Another device was used to complete the case. There was no patient injury.